Manufacturer narrative:
Block b3 (date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: visual examination of the returned device revealed that the cutting wire was broken and blackened. In addition, the cutting wire was not smooth, confirming that it was not cut mechanically using a tool. The complaint was consistent with the reported event of cutting wire broke. It is most likely that a peak of voltage could have caused the failures noted, or the device was not in contact with the tissue when it was electricized. Therefore, the most probable cause of this complaint is adverse event related to procedure, since it is the most likely that the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a papillotomy procedure. According to the complainant, during the procedure, it was noticed that the cutting wire broke inside the patient. A second autotome rx 44 was used; however, same issue happened. Reportedly, the cutting wire of the two devices detached inside the patient and were retrieved successfully using forceps. The procedure was completed with a third autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4).

Event description:
Note: this report pertains to the second of two devices used during the same procedure. It was reported to boston scientific corporation that an autotome rx 44 was used in the papilla during a papillotomy procedure. According to the complainant, during the procedure, it was noticed that the cutting wire broke inside the patient. A second autotome rx 44 was used; however, same issue happened. Reportedly, the cutting wire of the two devices detached inside the patient and were retrieved successfully using forceps. The procedure was completed with a third autotome rx 44, using the same generator and active cord. There were no patient complications reported as a result of this event.